Manufacturer narrative:
Two unused samples were submitted for quality evaluation. There were no visual damages or abnormalities. The texium connector was connected to the end of a sample bd infusion set and a sample bd smartsite to open the closed end. A simulated infusion was conducted at 125 ml/hr for 1 hour. There were no leaks between the texium connector and the bd smartsite. The customer complaint of leakage was not confirmed a root cause analysis was not conducted because the failure was not replicated, however, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10012241-0500 lot numbers 24115003, 25045054, and 25017387 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: leaking when injecting chemo and the medication went everywhere the two products were connected the texium and the smartsite today additional information received from the customer: did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Was there a delay of, or change in, the course of treatment due to the event? No. How was treatment completed for customer? Just used the next item in the bin. What was the medication/fluid in use at the time of the event? No. Total number of occurrences? 1.